Manufacturer narrative:
Event occurred on an unspecified date in 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume pump leaked prior to patient use. The device contained fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot number was manufactured between september 26, 2018 and september 27, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.